Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, when the patient switched their power source from their mobile power unit (mpu) to battery power at around 8:00 am, an intermittent alarm sounded. The patient visited the hospital on (B)(6) 2022 and had their log files reviewed and power cable disconnect alarms found. The patient had cleaned the battery clips and switched out their batteries after the alarm occurred on the (B)(6) 2022. This indicated that when the alarm occurred again on the (B)(6) 2022, the reason for the alarms was unrelated to the battery/clip connection. The system controller was exchanged during the patient's hospital visit.

Event description:
It was reported that there have been no further alarms since the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms was confirmed via the log file. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 4 days (26aug2022 ¿ 28aug2022, 28sep2022 per time stamp). Events occurring on 28sep2022 took place during testing at abbott. Throughout the log file, atypical power cable disconnect alarms coincident with rsoc invalid faults were active while connected to battery power on either power lead. These alarms resolved on their own. Additionally, atypical low voltage alarms were active while connected to battery power. These alarms are atypical in nature due to the alarms clearing and reactivating without a disconnection and reconnection of a power source. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced during testing. Additional provided information communicated on 05sep2022 stated that there have been no further alarms since the controller exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly care for, maintain, and store equipment for proper use. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.